Manufacturer narrative:
Concomitant products: 4076-52, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead was cut during cardiac open heart surgery. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had dislodged during cardiac open heart surgery. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.